Manufacturer narrative:
Analysis of historical records: the device involved in this event was not received by orthofix (B)(4). Unfortunately, also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the device concerned was not possible as the device was not made available. The technical evaluation will be performed in case the device becomes available. Medical evaluation: the information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. April 18, 2017: "this report is a bit of a puzzle: according to the MDR (B)(4), the suspect device is a bayonet 1.8 mm wire code 54-1216. We are told that one end of the "pin" (as it is described) was found to be broken during a frame revision. A fragment of the pin was left inside the bone, and the revision proceeded as planned. The reason that I am puzzled is that a 1.8 mm wire is attached at both ends to a ring; even if a wire is found to be broken, each end of the wire should be accessible for removal. I wonder if they have made a mistake, and that the broken element is a half pin. In this case the broken component cannot be removed. Also this fits with the description of the incident; a fixation element 54-1216 is normally referred to as a wire, not a pin. Anyway, as far as we know, treatment had been satisfactory to date, and the finding of a component breakage was incidental, and was not the reason for the revision surgery". May 3, 2017 with further information: "we still do not have the information that we need to understand exactly what happened and in what order. I am also puzzled by this comment: 'date device broke (B)(6) 2017 noted to be loose on (B)(6) 2017: they are saying that the device was noted to be loose 2 days before it was noted to be broken. Normally if a device is loose it is less likely to break because the load on it is less. It seems also that the device that did break is not available for evaluation. Code 54-1216 is indeed a plain 1.8 mm bayonet wire, and must be anchored at each end during the application. They have commented that the reason for the second surgery was to reinforce the frame because of the patient's activity, exactly why is not stated. The broken component was an incidental finding, not the reason for the second surgery. I also note that they say that the 'common name' for the broken device was a 'transfix pin'. That does not help us much. So far it is very difficult to make any sensible comment without more information and without the device concerned". May 23, 2017 with device code confirmation: "if the tip of the wire broke it was probably at the point of attachment to the ring, which is what we thought already. I still do not understand why a part of the wire remained inside the bone. We cannot know without full information and x-rays". Final comments: a technical evaluation of the device concerned was not possible as the device was not made available. The technical evaluation will be performed in case the device becomes available. A complete medical evaluation of the case was not possible as some information has not been made available such as copies of the x-rays and operative reports to clarify the sequence of events. Based on the information made available on the event, and considering that some incoherent information were not clarified, it was not possible to finalize the investigation and determine the root cause of the event notified. As soon as further information and/or the device involved will be available for the failure investigation, orthofix (B)(4) will promptly re-open the case and finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 54-1216 (tl,wire, bayonet, 1.8mm x 400mm). Batch number: unknown. Quantity: 1; hospital name: (B)(6) hospital; surgeon name: unavailable; date of surgery: (B)(6) 2017; body part to which device was applied: left lower extremity; surgery description: unavailable; patient information: (B)(6), female; problem observed during: other; type of problem: device functional problem. Event description: on (B)(6) 2017 surgeon was performing pin exchange and reinforcement of fixator frame on the left lower extremity. During the procedure, one of the pins that were removed was found to be broken. The tip of the pin broke off and was lodged in the patient's bone. Surgeon said that she was not able to remove remaining metal because attempting to do so would cause additional harm to the patient. The small piece of metal pin was left inside the patient. The complaint report form also indicates: the device failure had adverse effects on patient (un-retrieved device fragments). On april 24, 2017, orthofix (B)(4) received the following additional information on the event: surgeon name: (B)(6); lot number: not available; the patient was being treated for osteomyelitis; this was additional procedure to exchange the broken pin; copies of the operative reports and x-ray's are not available for the medical evaluation patient's current health condition: patient remains in hospital for (other) medical issues. The event was not reported to the FDA by the hospital device portion is not available for return; date device broke: (B)(6) 2017 noted to be loose on (B)(6) 2017. Representative states due to patient activity it caused the second surgery to reinforce fixator frame. On may 22, 2017, orthofix (B)(4) received the following confirmation: the representative confirmed correct part number 54-1216 tip of wire broke. (B)(4).

Manufacturer narrative:
Analysis of historical records: the device involved in this event will not be returned for the investigation. Unfortunately also the lot number has not been made available and therefore it was not possible to perform the verification of the historical data. Technical evaluation: the device involved in this event will not be returned for the investigation. The technical evaluation will be performed should the device become available. Medical evaluation: the little information made available on the case was sent to our medical evaluator. The medical evaluation is currently on going and will be closed once further information on the case will be available. Orthofix (B)(4) has requested further information on the event such as device batch number, copy of the operative report, copy of the pre and post-operative x-rays, information on patient current health condition and the device availability for the technical evaluation. Unfortunately, this information will not be made available. Orthofix (B)(4) is currently trying to clarify some discordant information received about the code of the device involved. As soon as further information will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: o product code: 54-1216 (tl,wire, bayonet, 1.8mm x 400mm); o batch number: unknown; o quantity: 1; o hospital name: (B)(6); o surgeon name: unavailable; o date of surgery: (B)(6) 2017; o body part to which device was applied: left lower extremity; o surgery description: unavailable; o patient information: (B)(6), female, (B)(6); o problem observed during: other; o type of problem: device functional problem; o event description: on (B)(6) 2017 surgeon was performing pin exchange and reinforcement of fixator frame on the left lower extremity. During the procedure, one of the pins that were removed was found to be broken. The tip of the pin broke off and was lodged in the patient's bone. Surgeon said that she was not able to remove remaining metal because attempting to do so would cause additional harm to the patient. The small piece of metal pin was left inside the patient. The complaint report form also indicates: - the device failure had adverse effects on patient (un-retrieved device fragments); on april 24, 2017, orthofix (B)(4) received the following additional information on the event: - surgeon name: (B)(6); - lot number: not available; - the patient was being treated for osteomyelitis; - this was additional procedure to exchange the broken pin; - copies of the operative reports and x-ray's are not available for the medical evaluation; - patient's current health condition: patient remains in hospital for (other) medical issues; - the event was not reported to the FDA by the hospital; - device portion is not available for return; - date device broke (B)(6) 2017 noted to be loose on (B)(6) 2017.; - representative states due to patient activity it caused the second surgery to reinforce fixator frame. (B)(4).